Event description:
General report of undocumented incidences of delay of inotrope therapy during alarm condition. The clinician states that they have the inotrope drips set up before surgery (open heart procedures), and when the drip is needed, the pump is turned on and "cassette" and less frequently "air-in-line: alarms are rec'd. Other pumps are on reserve in the hall, and the clinician is able to start drips after one or more pump changes. No pt harm or detrimental effects to the pt have been reported.